Event description:
Procedure: hysterectomy. According to the reporter: the needle broke and suture broke. The dr was able to recover the needle from the pt cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no related extended hosp stay.

Manufacturer narrative:
(B)(4).